Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-08385 and 2134265-2015-08386. It was reported that automatic pullback failure occurred. An opticross¿ imaging catheter was used in conjunction with an unknown sled and motor drive unit. During a percutaneous coronary intervention pullback was performed, however connect/disconnect was displayed repeatedly and the catheter stopped performing pullback. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.